Manufacturer narrative:
UDI number: (B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device is reportedly operating normally. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet after undergoing an MRI. On (B)(6) 2017, the recipient's magnet was repositioned.